Manufacturer narrative:
(B)(4) date sent: 04/27/2021. Maude report received: mw5100004. Additional information received: pt indication was colostomy reversal for diverticulitis, no radiation. We waited 15 seconds but no audible click was heard. Please refer to my initial response as the majority of the questions have been answered. Because of the malfunction we noticed that the rectal stump suffered and avulsion. Because of this there was no initial anastomoses but an acúlales rectal stump. We did perform the leak test after using the second eea device with a red rubber catheter ( obvious bubbles observed) and given that the rectal stump suffered an avulsion it was very difficult to repair and we had a leak. Diversion w a loop ileostomy needed to be done to prevent further complications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: last week while performing a colostomy reversal from a previous hartmann procedure I had a malfunction of a 29 mm eea stapler device ( ethicon) while performing the eea anastomosis I coupled the anvil with its receptacle ( female and male parts). We closed the knob until the appropriate green marker was reached. There was not an issue with the spike retracting. Another md who fired the eea stapler after releasing the red safety device ( experienced board-certified general surgeon) noticed that the sound ( audible feedback) was not quite right ( not the same pitch and tone as the normal eea stapler I also witnessed that). We did do 3/4 turn to release the stapler on both directions and felt significant resistance. We examined the two ends of the bowel and slowly pull back the eea device. When removing it we noticed that the staples did fire and that the blade did deploy but the staples did compress ( did not crimp and had straight legs) and there was an avulsion of the rectal stump as a result. This patient had a narrow and long pelvis with a very short rectal stump. Given the circumstance I had to further dissect the rectal stump and because of inflammation and not conducive anatomy a bladder injury was created inadvertently. We called urology and they closed it. This added significant time to the operation. I had to deal with an avulsed short rectal stump in a very narrow pelvis. I closed the rectal stump to the best of my abilities but given its location it was a near impossible task to perform. I then used another eea stapler to perform an anastomosis. Because of the previous avulsion of the rectal stump and the technical challenges to repair it there was an anastomotic leak intraoperatively ( not unexpected given the circumstances) . The second time, we used a fresh eea device and the stapler functioned appropriately . I then tried to repair the leak with sutures but there was a small persistent leak. For that reason, I decided to do a diverting loop ileostomy ( for the safety of the patient and to prevent sepsis from an anastomotic leak) . He now will need further workup and will need to wear a loop ileostomy for at least another 2-3 months . He will need to have another surgery to reverse the loop ileostomy. Had there been no malfunction the pt would have recovered quicker, not had a bladder injury and not be wearing another loop ileostomy for several months . The initial intent of a colostomy takedown is to eliminate the bad, now he will need to wear it for another 2-3 months. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the eea stapler device misfired during re-anastomosis disrupting the stump that had been created and injuring the bladder on (B)(6) 2021. No further information is available at this time.